Manufacturer narrative:
The pipeline device will not be returned for analysis as it was implanted in the patient. The cause for continued aneurysm filling was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Alejandro tomasello, nicolas romero, sonia aixut, maria a. Miquel, juan m. Macho, carlos castaño, pilar coscojuela, miguel lemus, lucia aja, luis san roman, jordi blasco <(>&<)> alex rovira (2016) endovascular treatment of intracraneal aneurysm with pipeline embolization device: experience in four centres in (B)(6), neurological research, 38:5, 381-388, doi: 10.1080/01616412.2016.1155335 mdrs related to this article: 2029214-2016-00472 2029214-2016-00473 2029214-2016-00474.

Event description:
Medtronic received information from literature review that a patient required retreatment after pipeline implantation. The patient initially presented with progressive vision symptoms. Pre-treatment angiogram showed a saccular aneurysm in the right, c avernous internal carotid artery (ica). A pipeline device was implanted. During the procedure, angiogram showed contrast stagnation inside the aneurysm. Follow-up MRI controls taken three- and six-months post-procedure showed permeability of the treated aneurysm. After the six-month follow-up, the patient was scheduled for a second embolization treatment in order to reduce intrasaccular flow. An additional pipeline device was placed using the coaxial technique. A control angiogram taken three months after the second treatment confirmed occlusion of the aneurysm with no significant stenosis of the parent artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.